Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, stent deployment difficulties occurred. The 80% stenosed lesion was located in the popliteal artery. The lesion was predilated with another manufacturer's balloon. A proximal dissection was reported after the predilatation. The physician advanced the epic 5x101mm stent to the lesion. The first distal 50mm of the stent deployed successfully but the next 30 mm of the stent deployed "inappropriately." It was reported that "the struts had shrunk". The remaining 20mm proximal end of the stent deployed without issue. The stent did not cover the dissection. Another manufacturer's .035 inch guide wire was removed and another unspecified .014 inch guide wire was unable to be advanced distal to the implanted epic stent. The procedure was completed with this device. The patient blood flow was "not compromised" and no further patient injuries or complications were reported. The patient status is reported as "stable."

Manufacturer narrative:
(B) (4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
It was further reported that the vessel was non tortuous and non calcified. The physician attempted to advance an unspecified 0.014" guide wire to deploy another manufacturer's stent to treat the dissection, but the guide wire was unable to be advanced. The lesion was successfully treated with the epic vascular stent.